Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that"inaccurate cgm values" occurred. On (B)(6) 2026 at approximately 7:00 pm, the patient began experiencing nausea. At that time, the cgm was displaying 65 mg/dl, prompting the patient to eat pizza. Following food intake, the patient began vomiting. The cgm continued to display low glucose values, including 40 mg/dl. Due to worsening symptoms, including confusion and disorientation, the patient was taken to the emergency room (ER) for medical evaluation and treatment. Upon arrival, emerngency room staff obtained a fingerstick blood glucose (fsbg) measurement of 587 mg/dl. The patient was subsequently transferred to the intensive care unit (ICU) for further evaluation and management. The patient was administered intravenous (IV) insulin. The patient was discharged three days later on (B)(6) 2026 and in stable condition. At the time of the report, the patient was doing well. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.